Event description:
It was reported that the patient was in atrial fibrillation, had shortness of breath, and was presented to the emergency room with a rate of 40 bpm. Pre-discharge of the patient after the initial implant noted artifact and showed bipolar impedance spikes. After the patient's discharge, there was loss of capture and high impedance in bipolar configuration which resulted in the emergency room presentation. Reprogramming was done to unipolar configuration. The patient was taken back to the operating room and the set screw was tightened which resulted in proper capture in bipolar configuration. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.